Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Updated h6 type of investigation by adding code-3331. H11: corrected data: corrected h6 investigation findings by replacing code-180 with code-3221.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation or stenosis and require exchange of the device. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 27mm 3300tfx aortic valve implanted for six years, four months underwent a valve-in-valve procedure due to severe stenosis with limited leaflet excursion. The patient presented with acute on chronic diastolic heart failure. A 25mm 9750tfx valve was implanted. The patient tolerated the procedure without adverse effects and left the cath lab in stable condition.